Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose alerts on the iLet pump shortly after initiation, with CGM readings as low as 57 mg/dL and confirmatory fingerstick values as low as 54 mg/dL; the user treated with oral glucose tablets totaling approximately 30 g, and glucose rose to about 70 mg/dL. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia that resolved with oral carbohydrate without hospitalization. Investigation included review of user-reported data, alarm history, and troubleshooting and education on hypoglycemia management and system behavior after lows. Investigation of this case revealed no device malfunction, no incorrect setup, and no contributory external factors identified; the cause of the hypoglycemia remained unknown. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.